Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a bariatric procedure, during the last firing into the fundus, the device partially fired. The device displayed an error message of the handle with a red circle and a line across, and a caution sign atop. There was no action required to resolve the issue as the procedure was over.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the view of a signia handle in a clamshell with an adapter attached. The instrument was through a trocar and within the body. The handle screen showed a power handle error with a black background. Functional testing found that an analysis of the system data indicated that there was an error for the system queue being full. It was reported that the device was not firing completely and the signia power handle has error. The reported issues were confirmed. The most likely cause was determined to be traced to software coding. The evaluation detected an unreported condition: of real time clock (rtc) that has no relationship to the reported condition. The most likely cause was determined to be traced to software coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unk-sigadapt, unknown signia egia adapter (sn: unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the device partially fired. The device displayed an error message of the handle with a red circle and a line across, and a caution sign atop. The device locked on the tissue.